Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that an impedance test revealed high impedances; unipolar impedances were greater than 2,000 ohms while bipolar were greater than 4,000 ohms. The individual impedance values were as follows: c<(>&<)>0=2,785 ohms; c <(>&<)>1=2,085 ohms; c<(>&<)>2=780 ohms; c<(>&<)>3=815 ohms; 0<(>&<)>1=2,067 ohms; 0<(>&<)>2=2,575 ohms; 0<(>&<)>3=2,953 ohms; 1 <(>&<)>2=1,649; 1<(>&<)>3=2,132 ohms; and 2<(>&<)>3=823 ohms. The patient was previously programmed on c<(>&<)>1 with good therapy control; therapy impedances were 2,098 ohms. It was noted that the cause of the impedances was not determined. No symptoms were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.